Manufacturer narrative:
A review of the device history records (DHR) was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo PICC product family and the f failure mode "guidewire fractured/migrated. " no adverse trend was identified. Angiodynamics purchases the guidewire from the reported event from lake region manufacturing. The used sample, which was returned in two pieces, was forwarded to them, along with a supplier corrective action request (scar). Lake region's observations during the analysis found that the guidewire had been sheared: "the sheared surface on both sections returned was smooth and flat indicating the core wire appeared to have been cut with a sharp instrument. Two kinks were present; one approximately 0.6cm proximal of the sheared core section, a second kink was noted approximately 0.5cm distal of the shear section. Both the DHR and complaint trend review did not indicate any anomalies for this product. At this time, it is not possible to assign a definitive root cause for this event. Based on the evidence presented by the sample and the information provided by the supporting document, device force against resistance, excessive force, operational context, device used at sub optimal indication. " the directions for use (dfu) packaged with the bioflo pasv PICC containts the following: "precautions: exercise care when advancing the catheter or guidewire to avoid trauma to the vessel intima. Do not use clamps, toothed or ribbed forceps. Do not use clamps or other instruments with teeth or sharp edges on the catheter or other instruments to advance or position catheter as catheter damage may occur. Using guidewire: a. Insert introducer needle, bevel up, into selected vein, and confirm vessel entry. B. Insert soft or guiding tip of the guidewire through the needle and into the vein to the desired position based on clinical practice guidelines and standards or institutional policy and procedure. Note: if using 145 cm or 70 cm hydrophilic guidewire, fill the wire holder (hoop) or bathe the guidewire with sterile normal saline for injection to ensure activation of the hydrophilic coating prior to the procedure. This may need to be repeated during the procedure by gently flushing the catheter with sterile normal saline solution for injection through the supplied flush assembly with the guidewire in place. Precaution: if guidewire must be withdrawn, remove the needle and guidewire as a single unit." (B)(4).

Manufacturer narrative:
The used guidewire has been returned for evaluation; however, the investigation is still in process. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported by angiodynamics' distributor in (B)(4), during PICC placement, resistance was felt when introducing the guidewire into the patient's vein. The guidewire then fractured. X-ray and doppler exams found the broken guidewire within the vein and it was removed via surgery. The used device has been returned to angiodynamics.